Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was 297 mg/dl. Troubleshooting for blank display was performed. Customer advised the display screen remained blank after restarting the insulin pump. Customer advised they attempted to deliver a bolus but they did not receive insulin due to the blank display anomaly. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.